Event description:
It was reported that this electrode had dislodged from its original implant position. This dislodgement was confirmed via x-ray imaging. Surgical intervention was performed and the electrode was repositioned with new sutures and remains in service. No additional adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.